Event description:
It was reported that during procedure when the laser light was activated, it would run downwards. The physician described the event as a possible microfracture, which was later confirmed. The fiber was previously sterilized, and it was its ninth use. The procedure was completed using another fiber, there were no patient complications reported.

Event description:
It was reported that during procedure when the laser light was activated, it would run downwards. The physician described the event as a possible microfracture, which was later confirmed. The fiber was previously sterilized, and it was its ninth use. The procedure was completed using another fiber, there were no patient complications reported.